Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that the device was used in a lung harvest/transplant when the device would not staple. Another tx30g was used to complete the lung harvest. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p55677. Device evaluation: the analysis results showed that the tx30g device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.